Event description:
The customer reported a high ma error during a case. They reboot the system and completed case. No pt injury as a result of error.

Manufacturer narrative:
A ge service rep adjusted the hv reg board, verified generator cal, trouble shot system with tech support, and ordered hv regulator, gib, and hv tank. He removed and replaced the gib and re-ran a filiment cal. The system fluored at high and low technique for over 7 minutes with out error. The rep verified system is operating as intended.